Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by a zoll medical sales representative, the device was unable to analyze. Complainant indicated that there was no pt involvement in the reported malfunction.